Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available to stryker.

Event description:
This pi is for the gamma3 drill and ball-tipped guide wire (trauma & extremity devices) that was used on the patient during primary surgery while implanting a right hip: it was reported that patient's right hip was revised. "Patient had an infection and had some components exchanged during the I and d".

Manufacturer narrative:
The reported event that drill, ao small gamma3® ø4.2x300mm was alleged of issue infection could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population.¿ also, the instruction for use mentions ¿early or late infection, both deep or superficial¿ post operatively as the most frequent adverse effects involving the use of internal fracture fixation devices. The stryker instrument has been delivered in sterile condition a respective statement concerning contamination of sterile stryker devices is attached. In the case of a clinically manifest infection, in which any sterile packed stryker device was involved, dqf 13-003 shall be filled by the hospital (or exceptionally by the sales rep) due to formal reasons. If there are no obvious events, which may be caused in the field of responsibility of stryker, stryker shall decline all responsibility in general because the probability that a contamination of the sterile packed devices has been caused in stryker¿s sphere of influence is negligible. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
This pi is for the gamma3 drill and ball-tipped guide wire (trauma & extremity devices) that was used on the patient during primary surgery while implanting a right hip: it was reported that patient's right hip was revised. "Patient had an infection and had some components exchanged during the I and d".